Manufacturer narrative:
Review of this complaint confirmed the event summary code selection. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation; however, a picture was provided for review. The probable cause of the event could not be determined from the information available and without device evaluation. The most likely cause for the reported failure is user error. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per wi-000100100.

Event description:
On 12th april 2023, it was reported by a sales rep via email that ar-1588rt-2j, tightrope ® ii rt with deploying suture broke during final tensioning. This occurred during an acl reconstruction procedure on (B)(6) 2023. Procedure was completed by retrieving the broken tightrope from the patient and re-deploying another new btb tightrope.